Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Corrected fields: g2, h4. Additional information added to field h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. The legal manufacture reviewed the customer provided the cleaning disinfection and sterilization (cds) processes where no obvious deviations from instructions for use (IFU) were identified. Based on the results of the investigation, olympus confirmed foreign material came out of the device, but the type of the material or root cause cannot be identified. A definitive root cause cannot be determined. The event can be detected and prevented by following the instructions for use: detection methods are written in IFU: gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection. Prevention measures are written in IFU: gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope exhibited a channel mount unit clogged with foreign material resembling an endoscopic accessory. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned to olympus for evaluation. In addition to the malfunction reported in section b5 the following findings were discovered; the air/water cylinder had no color, the suction cylinder had no color, the scope connector case unit had a scratch, the plug unit had a scratch, the light guide lens had a crack, the adhesive on the bending section cover had a crack, and the connecting tube had a wrinkle. The customer could not identify the foreign material. The customer cleaned, disinfected, and sterilized the device per the user manual before returning it to olympus. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.